Event description:
It was reported that the needle broke during use with a bd¿ blunt fill needle. The following information was provided by the initial reporter: it was reported the needle broke when the nurse tried to use it.

Manufacturer narrative:
H.6. Investigation: no samples or photos were provided by the customer for investigation. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke during use with a bd¿ blunt fill needle. The following information was provided by the initial reporter: it was reported the needle broke when the nurse tried to use it.